Manufacturer narrative:
As this case involved a delivery delay, no product is expected back and no investigation is required. The product listed in this report was the complainant product that was intended for replacement. In addition, the customer has since received his replacement products. This is a final report.

Event description:
An adc customer reported that although he had placed an order for replacement product on (B) (6) 2010. He stated he had not received it and on (B) (6) 2010 customer reported that he lost ' equilibrium', felt dizzy while on his stairs and fell breaking his hand and 'ripping the pad'(skin) off of a toe. Customer reported being seen at a local health care facility and stated he was treated with an antibiotic, cream and the doctor bandaged his foot. No specific diabetes-related diagnosis was reported and customer denied specific treatment was rendered for his hand. There was no report of death or permanent impairment associated with this report.